Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report #s 3004209178-2015-47682 and 2032227-2015-12361.

Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump alarmed weak signal. The customer also reported that the insulin pump alarmed all night, warning of a low blood glucose event, but the customer checked the blood glucose reading, and it was 221 mg/dl. She noted that this issue had been ongoing for about 2 months. On (B)(6) 2015, the customer was at her eye doctor, and she passed out; the blood glucose reading was in the 40 or 50 mg/dl range, which was treated with juice and fruit snacks. She stated that the low blood glucose was due to it being lunch time and due to her eye issue. No hospitalization resulted from the event. She stated that her issue was that when she experienced low blood glucose, she would end up with a blood glucose reading in the 300 mg/dl range. She declined troubleshooting. Nothing further reported.